Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a flap procedure, the doctor would fire the initial clip and it would lock part way in the jaws. He would have to force the jaws closed and the clip would eject. Fired through first 3/4 clips and the remaining clips worked to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.